Event description:
Pt reported sq site pain for remodulin 6 out of 10 pain scale, pt also reported other pump not working (lost programming no battery in back up pump) cadd ms3 serial number (B)(4) due to (B)(6) 2020. No injury as result did not occur when in use. Replacement shipped next day. No further info available. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Unk. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6).